Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, damaged bearings were found, which can lead to the reported event.